Event description:
"Radio-opaque marker detached from catheter shaft, inside pt. Closed snare loop to trap marker inside catheter lumen and removed system from pt's femoral artery. Used a second snare to continue procedure. Pt is reported as doing fine."